Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that ¿they had several cases in which the patients head fell out of the mayfield unit". The female (year of birth: 1956) patient was already under anesthesia for a craniotomy procedure when the issue occurred. The medical staff finished the procedure with the same unit. The device was returned for evaluation and no failure was found. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The device was sent for repair for the first time. The complaint was not confirmed. Root cause was unknown. The most probable root causes outlined in the risk management file: worn/degraded device (wear and tear), incorrectly assembled device, device out of specification / calibration, improperly tested/inspected device, improper technique used during procedure -inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure, improper maintenance.

Event description:
N/a.

Manufacturer narrative:
Evaluation was unable to conclusively verify the customer information as valid. There was no failure found on the returned device. The device history record review showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Complaint event could not be confirmed. The root cause was unknown. The most probable root causes outlined in the risk management file: worn/degraded device (wear and tear). Incorrectly assembled device. Device out of specification / calibration. Improperly tested/inspected device. Improper technique used during procedure. Inadequately maintained device used for procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure. Improper maintenance.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-00208.

Event description:
This is 1 of 2 reports. A distributor reported on behalf of the customer that there was a problem with the a3059 mayfield composite series skull clamp. When the unit was mounted for use, the screws (pins) were not holding the patients head. The date of the incident was on (B)(6) 2019. The customer reported that they had several cases in which the patients head fell out of the mayfield unit. No patient was injured. The event did not lead to an increase in surgery time.